Event description:
Failure to form scar tissue to tissue around silicone gel implant. Reconstruction on 10/5/94. Now presents with excessive pain, shifting and displacement of the implant. Subsequent assymmetry and breast ptosis of right breast.